Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
The user reported to the clinic in (b)(2)017 as her hearing perception with the device had reduced since 3 days. There was no history of trauma or accident reported. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported to the clinic in november 2017 as her hearing perception with the device had reduced since 3 days. There was no history of trauma or accident reported. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The user reported to the clinic in (B)(6)2017 that hearing perception with the device had changed within the previous 3 days. There was no history of trauma or accident reported. Surgery is considered but no date has been made available.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported to the clinic in (B)(6) 2017 that hearing perception with the device had changed within the previous 3 days. There was no history of trauma or accident reported.